Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted, lead damaged at implant, deformation/fracture in proximal section of the inner coil, and blood noted on helix and distal conductor; the analyst noted that the helix will not extend due to distal conductor distortion within the connector; full lead was returned and analyzed.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.